Event description:
Patient reported left side rupture and pain. Healthcare professional additionally confirms rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, missing a piece of shell (0-25%), red particles on the shell, red encapsulation, and flat creases. The device was underweight.. A microscopic analysis was performed which identified: a sharp break on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the radius assessed as an unidentified (tear) opening, and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified yellow encapsulation, red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. Healthcare professional additionally confirms rupture. The device was explanted.